Event description:
It was reported, the lcd monitor power could not be turned on. The issue occurred during receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
Correction to the g3 of the initial medwatch. The aware date should be 21aug2024. Please see corrected data in field b5 for information inadvertently left out of previous report. Also find corrected data in fields in d5, e1, and g2. H6 codes of the initial medwatch was submitted with type of investigation 10, investigation findings 3233, and investigation conclusions 11. This is an error and should be omitted from the initial medwatch.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the lcd monitor power could not be turned on. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Based on the results of the investigation, the power could not be turned on due to a print board failure; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.